Manufacturer narrative:
Visual inspection performed by medacta r&d department: from the pictures enclosed in the complaint it appear that there was a breakage/deformation of the last pitch of thread. This breakage could be compatible with a cross thread of the set screw. The main route cause of this crossthread could not be defined in a clear way.

Manufacturer narrative:
Batch review performed on 31 may 2021: lot 1920266: 50 items manufactured and released on 22-feb-2019. Expiration date: 2024-02-10. No anomalies found related to the problem. To date, 35 item of the same lot has been already sold without any other similar reported event.

Manufacturer narrative:
Batch review performed on 31 may 2021 lot 1720742: (B)(4) items manufactured and released on 31-oct-2017. Expiration date: 2022-10-10. No anomalies found related to the problem to date, (B)(4) item of the same lot has been already sold without any other similar reported event preliminary investigation performed by r&d project manager: from the pictures received with the complaint, it's clearly visible that one side of the thread of the pedicle screw head is broken, damaged. The event, popping of the setscrew, better described in the additional description of the event, could be associated to the not complete tightening of the setscrew into the pedicle screw head. In particular, if approximately less that 2 pitch (2mm) of the thread are in contact before the removal of the tabs, this failure can occur. For this reason, the event could be assocated to a premature removal of the tab before the setscrew was fully seated inside the pedicle screw head, like described in the related surgical technique.

Event description:
During the primary spine case when the surgeon inserted the must pedicle screws from t08 to s02 using the myspine guides, the rod to connect all the screws, and the set screw into each screw, during final tightening, one of the screw flange (containing the rod and set screw) deformed and a fragment of the tulip popped off the screw shaft. The surgeon had to remove the set screws, removed the rod, removed the affected screw, replaced the broken screw. There was a 1 hour and 30-minute delay and additional anesthesia was administered.